Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: the valve was returned partially crimped. One dark particulate was noted on the leaflet cp1 on the inflow side. The particulate was approximately 0.5mm in size. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the valve was provided by the site and revealed the following: the valve appears partially crimped, with one dark particulate was observed on a leaflet at the inflow side of s3u valve. In this case, the reported event of a particulate was confirmed. Material analysis was performed on the blue particulate and the sample spectrum of the blue particulate is consistent with ipa wipe like material. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures, or tooling used matches blue ipa wipe like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is possible that the particulate was introduced during valve rinsing and/ or during the valve crimping process. As such, available information suggests that procedural factors (device preparation handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during preparation for a tavr procedure with a 26mm sapien 3 ultra valve, a small 'black fleck' in the leaflet tissue was noticed during rinsing. The team was unable to remove the 'black fleck' during rinsing, so it was decided to not implant the valve. A new valve was prepared and implanted successfully.